Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure could not be confirmed, as a functional inspection could not be performed. A root cause could not be identified. Based on the results of the investigation, a potential cause of the malfunction was due to the following: the slider was pushed and pulled when frictional resistance between the wire assembly and the sheath assembly increased. This has caused the operating pipe to deform and break. As a result, the loop could not be released from the main unit. The factors related to frictional resistance are the following, and it is inferred that the total frictional resistance due to these factors was large. -scope angle. -meandering state of the scope tube. -state of sheath from the forceps channel to the vicinity of the hx-400u-30 handle unit. Even if the sum of frictional resistances is small, the same event is likely to occur if the slider is pressed quickly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use ligating device was difficult to release after constricting the polyp during and endoscopic polypectomy procedure. The procedure was completed with the same device. There were no reports of patient harm.